Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported patient's ipg became inoperable. Patient underwent surgical intervention during which the ipg was explanted and replaced. Therapy was restored post-op.